Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented complaining of discomfort. It was observed that the right ventricular (rv) lead had out of range impedance measurements due suspected lead damage. The patient had been instructed not to play golf, but the patient did not comply. As a result, the lead was surgically abandoned. No additional adverse patient effects were reported.